Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, noticed a central scratch on side of the lens. A long attempt was made to remove the mark with the polymer ia (aspiration irrigation) tip and was not succeeded. The lens was removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A photo was provided of an implanted lens on a video screen. There appeared to be a narrow scratch or mark in the center of the lens. A video was also provided. The video did not show the lens/cartridge preparation or lens delivery. The video started with the single-piece lens already implanted. What appeared to be two narrow scratches were observed in the center of the optic. These appeared to be on the posterior surface. An attempt to remove the "marks" was not successful. The video ended with the lens still in the eye. The marks were in the travel path. A determination for cause cannot be made because the lens loading and delivery were not shown. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. The viscoelastic used was not provided. It is unknown if a qualified viscoelastic was used. Based on review of the provided photo and video the lens was scratched. The product investigation could not identify a root cause for the reported complaint because the product was not returned and the lens loading and delivery were not shown. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.